Manufacturer narrative:
There is a tiny amount of petechial hemorrhage noted. Other workup includes an angiogram of the head and neck. The study revealed a stent in the left internal carotid artery and 75% narrowing in the proximal right ica and moderate narrowing at the origin of the left vertebral artery. There is low attention in the left temporal lobe consistent with an acute/subacute stroke. A subsequent CT of the head revealed findings consistent with a left cerebrovascular accident with an area of low attenuation adjacent to the lateral ventricles. Carotid ultrasound with left stent with a 50 to 69% stenosis distally; right internal carotid artery 70 to 99% stenosis. CT angiogram demonstrates left subclavian stenosis approximately 50%, 70% distal stent; 75% or greater right internal carotid artery stenosis; she has intracranial disease approximately 50% stenosis. The cardiology consultation recommended echocardiogram which revealed grade I diastolic dysfunction and lv ejection fraction between 60% to 65%. The patient was also recommended for physical, occupational and speech therapy. The patient was reported to be improving with her mobility. The patient will be participating in speech therapy. The patient was discharged home on an unknown date. The patient was back for a 30 day follow-up and was exited from the study. The nih stroke scale was not performed during this 30-day follow up. The residual symptom includes degree of memory loss and recognition. Concomitant devices: angioguard rx: catalog number 70184rmc, lot number 70813444. Concomitant medications: heparin was given during the procedure. Pre and post-procedure medications included aspirin and clopidogrel. Discharge medications include zofran, labetalol, amiodarone, lipitor, coreg, valium, hydralazine, esidrix, plavix, carvedilol, hydrochlorothiazide. This device remains implanted and not available for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the (B)(6) study, following two days after the carotid artery stenting (cas) procedure a patient experienced sudden onset of aphasis and dysarthria that were diagnosed as ischemic stroke. Additionally the patient was also diagnosed to experience restenosis of about 70% reported by the angiogram. The patient recovered partially from the event with minor residuals. The nih and rankin scores at baseline were 0. It was reported that the patient was symptomatic pre-procedure. The patient had previous tia prior to stenting. The procedure was performed on a 90% occluded lesion in the ostium of the left internal carotid artery of 30mm in length and 7mm vessel diameter. The lesion was severely calcified. The lesion had mild vessel tortuosity. The lesion was ulcerated and there was thrombus present in the lesion. A 7 mm medium support angioguard rx embolic protection device was successfully deployed past the lesion, and pre-dilatation was performed. A 7x 30mm precise pro rx stent was successfully deployed at the target lesion. The residual diameter stenosis measured 10%. The angioguard rx was successfully retrieved. There was no documented dissection or presence of air bubbles. The patient was neurologically intact upon leaving the angio suite and was discharged next day without any major adverse events. The nih and rankin score at discharge was 0. Two days following the procedure the patient had difficulty expressing her-self and seemed confused. The physician recommended a CT scan of the brain to evaluate for any ischemic area and a CT angiogram of the head and neck to evaluate for any stenosis especially on the left. CT scan of the head at presentation revealed an area of hypoattenuation in the left temporal area, most consistent with an area of ischemia.

Manufacturer narrative:
Additional information was also reported that on the evening of (B)(6) 2013, the patient¿s spouse noted the patient had difficulty expressing herself and seemed confused; this was new and was not one of her symptoms related to her stroke in (B)(6) 2013. She saw a physician on (B)(6) 2013 and was sent to the emergency room. Due to this new information, please note that the event date was changed from the date the stroke was reported to the site (B)(6) 2013, to (B)(6) 2013 when the symptoms of the stroke noted.

Manufacturer narrative:
As reported by the sapphire ww study, two days after the carotid artery stenting (cas) procedure on a (B)(6) -year-old female patient, the patient experienced sudden onset of aphasia and dysarthria that were diagnosed as ischemic stroke. Additionally the patient was also diagnosed to experience restenosis of about 70% reported by the angiogram. The patient recovered partially from the event with minor residuals. Patient has a medical history of hyperlipidemia, hypertension (systolic>140, or diastolic>90, or requiring medication), stroke and history of ventricular tachycardia, atrial fibrillation, anxiety, aicd placement, pneumonia and coronary artery disease. The nih and rankin scores at baseline were 0. It was reported that the patient was symptomatic pre-procedure. The patient had previous tia prior to stenting. The procedure was performed on a 90% occluded lesion in the ostium of the left internal carotid artery of 30mm in length and 7mm vessel diameter. The lesion was severely calcified. The lesion had mild vessel tortousity. The lesion was ulcerated and there was thrombus present in the lesion. A 7 mm medium support angioguard rx embolic protection device was successfully deployed past the lesion, and pre-dilatation was performed. A 7x 30mm precise pro rx stent was successfully deployed at the target lesion. The residual diameter stenosis measured 10%. The angioguard rx was successfully retrieved. There was no documented dissection or presence of air bubbles. The patient was neurologically intact upon leaving the angio suite and was discharged next day without any major adverse events. The nih and rankin score at discharge was 0. Two days following the procedure the patient had difficulty expressing her-self and seemed confused. The physician recommended a CT scan of the brain to evaluate for any ischemic area and a CT angiogram of the head and neck to evaluate for any stenosis especially on the left. CT scan of the head at presentation revealed an area of hypoattenuation in the left temporal area, most consistent with an area of ischemia. There is a tiny amount of petechial hemorrhage noted. Other workup includes an angiogram of the head and neck. The study revealed a stent in the left internal carotid artery and 75% narrowing in the proximal right ica and moderate narrowing at the origin of the left vertebral artery. There is low attention in the left temporal lobe consistent with an acute/subacute stroke. A subsequent CT of the head revealed findings consistent with a left cerebrovascular accident with an area of low attenuation adjacent to the lateral ventricles. Carotid ultrasound with left stent with a 50 to 69% stenosis distally; right internal carotid artery 70 to 99% stenosis. CT angiogram demonstrates left subclavian stenosis approximately 50%, 70% distal stent; 75% or greater right internal carotid artery stenosis; she has intracranial disease approximately 50% stenosis. The cardiology consultation recommended echocardiogram which revealed grade I diastolic dysfunction and lv ejection fraction between 60% to 65%. The patient was also recommended for physical, occupational and speech therapy. The patient was reported to be improving with her mobility. The patient will be participating in speech therapy. The patient was discharged home on an unknown date. The patient was back for a 30 day follow-up and was exited from the study. The nih stroke scale was not performed during this 30-day follow up. The residual symptom includes degree of memory loss and recognition. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Ischemic stroke and restenosis are known potential risk associated with implanting a stent in a carotid artery and is listed in the IFU as such. Ischemic stroke can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death. 80% of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. In-stent restenosis (isr) is associated with the progression of atherosclerotic disease and is a known potential adverse event following stent implantation and does not represent a device failure. Intra-arterial stent placement is a treatment of the disease process, it is not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Vessel occlusion, restenosis, intimal hyperplasia or recurrent strictures are well known documented potential complications of this type of procedure and are listed in the IFU as such.

Manufacturer narrative:
Complaint conclusion updated to include adjudication minutes information: as reported by the sapphire ww study, a (B)(6) female patient experienced a sudden onset of aphasia, dysarthria and left-sided weakness that was later diagnosed as ischemic stroke. The symptoms began one day after the patient was discharged from the hospital after having a carotid artery stenting (cas) procedure. Additionally, the patient also had restenosis of about 70% reported by the angiogram. The patient recovered partially from the event with minor residual deficits and was discharged home two days after admission to the hospital. Patient has a medical history of hyperlipidemia, hypertension, stroke and history of ventricular tachycardia, atrial fibrillation, anxiety, aicd placement, pneumonia, and coronary artery disease. The nih and rankin scores at baseline were both 0. It was reported that the patient was symptomatic pre-procedure due to previous stroke. The procedure was performed on a 90% occluded lesion in the ostium of the left internal carotid artery of 30mm in length and 7mm vessel diameter. The lesion was severely calcified and had mild vessel tortuosity. The lesion was ulcerated and there was no thrombosis present in the lesion. A 7 mm medium support angioguard rx embolic protection device was successfully deployed past the lesion, and pre-dilatation was performed. A 7x 30mm precise pro rx stent was successfully deployed at the target lesion. The residual diameter stenosis measured 10%. The angioguard rx was successfully retrieved. There was no documented dissection or presence of air bubbles. The patient was neurologically intact upon leaving the angiography suite and was discharged next day without any major adverse events. The nih and rankin scores at discharge were both 0. Two days after discharge, the patient was admitted into the emergency room. The previous night, the spouse reported that the patient had difficulty expressing herself and seemed confused. In the emergency room, the nih was 1 due to mild aphasia. The physician recommended a CT scan of the brain to evaluate for any ischemic area and a CT angiogram of the head and neck to evaluate for any stenosis especially on the left. CT scan of the head at presentation revealed an area of hypoattenuation in the left temporal area, most consistent with an area of ischemia. There is a tiny amount of petechial hemorrhage noted. Due to the possibility of a petechial hemorrhage, asa and clopidogrel were initially held. Later when re-evaluation of petechiae was negative, asa and clopidogrel were resumed. Other workup includes an angiogram of the head and neck. The study revealed a left ica stent is in place. There is significant narrowing of the superior stent where the lumen of the patent stent appears to be narrowed by 70%. At least 75% narrowing in the proximal right ica although visually, narrowing appears even more severe. There is low attention in the left temporal lobe consistent with an acute/subacute stroke. A subsequent CT of the head revealed findings consistent with a left cerebrovascular accident with an area of low attenuation adjacent to the lateral ventricles. Carotid ultrasound revealed the left stent with a 50 to 69% stenosis distally; right internal carotid artery 70 to 99% stenosis. The neurologist noted that she had aphasia, expressive more than receptive. She was unable to answer the date. She had a flattening of the left nasolabial fold, but her smile was symmetric. She had minimal weakness in the left upper and lower extremity. A neurology consultation note the day after admission documented that the patient had expressive aphasia with decreased recall and word finding difficulties. Examination also revealed a mild left-sided weakness with a left pronator drift. The patient was recommended for physical, occupational and speech therapy. After therapy, her aphasia was improving; she would need to continue with speech therapy. The patient was also reported to be improving with her mobility. Her discharge was delayed by one day due to some hypotension she experienced from her hypertension medications. Parameters were set and medications were adjusted, such as with the removal of imdur and an ace inhibitor from her regimen. She was discharge to home 3 days after the stroke symptoms were first noted. During the 30-day follow-up visit the nih stroke scale score was 0 and the rankin score was 0. The device was implanted in the patient, and therefore was not available for analysis. A device history record (DHR) review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15848958 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Ischemic stroke is a known potential risk associated with implanting a stent in a carotid artery and is listed in the IFU as such. It can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death. 80% of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. In-stent restenosis (isr) is associated with the progression of atherosclerotic disease (hyperlipidemia) and the inflammatory response of the stented vessel. The act of stent implantation produces intended damage to the intima of the vessel wall in order to remodel the wall and reestablish patency of the vessel. The disruption of the intimal layers triggers the immune system to heal the damaged areas, thus activating the clotting mechanism as well as the inflammatory response. The combination of inflammatory response and clotting cascade can lead to thrombus formation inside of the stent. It is a known potential adverse event following stent implantation and is listed in the IFU. Review of the available information suggests that the patient factors (history of previous stroke, hyperlipidemia and hypertension) and/or vessel/lesion characteristics may have contributed to the event. No corrective or preventive action will be taken, given that; with the DHR and the information provided, the reported failure/event does not appear to be related to the manufacturing process.

Manufacturer narrative:
Additional details were received from the clinical events committee (cec) meeting minutes that: in the emergency room, the nih was 1 due to mild aphasia. Due to the possibility of a petechial hemorrhage, asa and clopidogrel were initially held. Later when re-evaluation of petechiae was negative, asa and clopidogrel were resumed. A neurology consultation the day of the event noted that the patient¿s stroke event in (B)(6) 2013 was a hypoperfusion stroke in the watershed area bilaterally. She did have some residual left hemiparesis related to this stroke. The neurologist noted that she had aphasia, expressive more than receptive. She was unable to answer the date. She had a flattening of the left nasolabial fold, but her smile was symmetric. She had minimal weakness in the left upper and lower extremity. A neurology consultation note the day after the event documented that the patient had expressive aphasia with decreased recall and word finding difficulties. Examination also revealed a mild left-sided weakness with a left pronator drift. A primary physician note on day of the cva and a cardiology consultation the day after the cva noted that the patient had some aphasia beginning two days before the cva; the primary physician noted that this occurred on the way home after the index procedure discharge. After therapy, her aphasia was improving; she would need to continue with speech therapy. Her discharge was delayed by 1 day due to some hypotension. Parameters were set and medications were adjusted, such as with the removal of imdur and an ace inhibitor from her regimen. She was discharged to home on (B)(6) 2013 on asa and clopidogrel. On (B)(6) 2013 the 30-day follow-up visit was completed. The nih stroke scale score was 0 and the rankin score was 0. Additional medical history included: history of bilateral carotid artery stenosis, cardiac arrest in (B)(6) 2013 and ventricular tachycardia with resultant hypotension and stroke, ptca stent placement in (B)(6) 2013 and dyslipidemia. Additional lab results/tests provided: a head CT without contrast performed on (B)(6) 2013 revealed the following: left temporal area of hypoattenuation most consistent with the area of ischemia which is acute/subacute. Tiny amount of petechial hemorrhage in this location is difficult to entirely exclude. There is nonspecific white matter changes seen bilaterally which may represent sequelae of chronic ischemic changes. If clinically indicated these changes could be further assessed with MRI. There is generalized atrophy also noted. There is mild mucosal thickening of the paranasal sinuses. There are atherosclerotic changes seen. A cta of the head and neck performed on (B)(6) 2013 revealed the following: a left ica stent is in place. There is significant narrowing of the superior stent where the lumen of the patent stent appears to be narrowed by (B)(6). At least (B)(6) narrowing in the proximal right ica although visually, narrowing appears even more severe. At least moderate narrowing at the origin of the left vertebral artery and there is near (B)(6) narrowing in the intracranial left ica. There is also diffuse atherosclerotic disease throughout the vertebral arteries and there is moderate narrowing of the left vertebral artery at the c6 level. Low attenuation in the temporal lobe consistent with acute/subacute stroke. Scattered cervical lymph nodes bilaterally which are nonspecific and up to 1.7 cm maximally. A carotid duplex scan performed on (B)(6) 2013 noted a left ica stent with (B)(6) stenosis of the left ica and (B)(6) stenosis of the right ica. Additional information is pending and will be submitted 30 days upon receipt.